Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 60cm catheter was received for evaluation. The device appeared to have blood residue throughout. A kink was observed to the catheter shaft proximal to the unknown brand sheath and tissue was observed to the heating coils. The kink likely occurred due to the way the device was packaged for return. No damage was reported by the user. Therefore, the kink will be considered incidental. A 6f sheath from unknown brand was loaded onto catheter coils, with the catheter shaft protruding from the sheath¿s distal end. Excessive burnt tissue was observed throughout the coils. Upon opening the handle, the yellow wire was noted to be swapped with red signal wire. The proximal battery is partially seated, and the distal battery is fully seated in the battery holder. Both the batteries and their holder appeared to be clean. When the original battery is removed, small amount of coating, was slightly observed on the proximal battery pad; no glowing anomalies observed under uv inspection for the batteries and distal battery pad. During the functional testing, the catheter was plugged into generator with original batteries and remain on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. Further testing was not performed due to the sample¿s condition. Removing the loaded sheath was attempted but unsuccessful, as excessive burnt tissue on the catheter coil and prevented it from advancing to the distal position. The resistance of thermocouple wire is within the specification. Therefore, the investigation is determined to be inconclusive for the reported difficult to remove and the investigation is determined to be confirmed for the reported insufficient heating and the investigation is determined to be confirmed for identified thermal decomposition of the device, contamination and swapped signal wires (non-standard device). The definitive root cause for the reported difficult to remove is unknown because it can not be tested. The definitive root cause for the reported insufficient heating was the swapped signal wires (electrical issue). The root cause for the identified thermal decomposition of the device cannot be determined based on the provided information and the root cause for the identified swapped signal wires (non-standard device) was an assembly issue. The reported event as it is manufactured related issue. And the root cause for the identified contamination issue is cannot be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the catheter was slightly stuck when pulled down after second cycle. It was further reported that the temperature would not get above seventy degrees. Furthermore, it was reported that the endothelium wall was attached to the catheter and the patient allegedly experienced minimal discomfort. The current status of the patient is stable.

Event description:
It was reported that during a radiofrequency ablation procedure, the catheter was slightly stuck when pulled down after second cycle. It was further reported that the temperature would not get above seventy degrees. Furthermore, it was reported that the endothelium wall was attached to the catheter and the patient allegedly experienced minimal discomfort. The patient is reported to be stable now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.